Manufacturer narrative:
MFR date: 04/2010. Correction number: 2531779-03/24/2010-003-r. The pump was returned to animas and evaluated by product analysis on (B)(4) 2011. Evaluation revealed a broken trace wire connection at the force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.